Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 450 mg/dl. The customer gave himself a correction bolus before bed and his blood glucose level dropped to 160 mg/dl. The customer also experienced low glucose levels around 70 mg/dl and 80 mg/dl. The customer eats food and has glucose tablets to treat low blood glucose levels. The device was not returned.